Event description:
It was reported that the pulse generator exhibited noise and over sensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of sensing at low temperature due to a discrepant integrated circuit.